Event description:
Patient was not in operating room (or) at time of discovery. Staff was setting up (opening) for a surgery. When opening lap sponges, staff found a bug imbedded in a lap sponge. Lap sponge was removed, place in plastic bag.